Event description:
It was reported that the event occurred while in the cath lab during insertion and use. During the puncture, the needle did not have enough blood flow. As a result, the needle was removed. The user used another needle and inserted it into the radial. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is unknown. Additional information received on (B)(4) 2013 stated that the second needle was from another kit (non arrow) and working properly. The intervention went well without any matter. Didn't have any another issues and patient did not have any issue. The doctor could use the initial puncture.

Manufacturer narrative:
(B)(4). Follow-up report will be filed is additional information becomes available.